Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed june 19, 2015. Device not yet received by manufacturer.

Manufacturer narrative:
Correction: the correct date of explant is (B)(6) 2015, not march 11th, 2015 as previously reported. This report filed january 19th, 2016.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, november 11, 2014.